Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show that based on the limited medical records received only the bard/davol flat mesh was implanted and not multiple devices as was originally reported. The product identifiers for this device were also provided, and a review of the device history records will be performed. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of limited medical records and the patient's legal fact sheet provided to davol by the patient's attorney: (B)(6) 2004 - the patient underwent attempted laparoscopic repair, turned open of enterocele. Due to the patient's difficult anatomy the procedure was turned open. Operative dictation notes there were multiple omental adhesions as well as adhesions of the sigmoid colon. A bard/davol flat mesh was placed in the posterior vagina at this time. Legal fact sheet alleges the patient experienced pain, infection, bowel problems, urinary problems, and dyspareunia.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004 - the pt was implanted with multiple mesh including a bard/davol "marlex" mesh. The attorney's report alleges defective mesh, pain and suffering, add'l medical treatment, disfigurement, permanent injury.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. W/o a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.